Manufacturer narrative:
The sample device from the customer was returned from sterilization on 1/28/2020. Investigation is ongoing. A follow-up report with additional information will be provided by 2/28/2020.

Event description:
PICC cracking at hub no patient info. F/u scheduled for 1/16 with britt meyer to obtain additional information regarding this matter and obtain product for return.

Manufacturer narrative:
The sample device was returned on 1/24/2020. The evaluation found that the device is not an argon medical product. Without the correct device, the complaint cannot be confirmed. If additional information is provided in the future, the issue will be re-evaluated as needed.